Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0, with no notable events occurring before the incident. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurred, confirming understanding of the instructions.